Manufacturer narrative:
Siderail ripped off bed.

Event description:
It was reported by service report that the pt head left side rail is ripped off bed. No pt involvement or adverse consequences are reported.